Event description:
Caller reported that the control-iq system was not adjusting insulin delivery as expected. Customer's blood glucose level displayed as "high," but a specific value was not provided. To address this, customer administered a correction bolus via the pump without needing assistance from a third party. Control-iq remained active, and customer technical support educated the caller about the system's functionality and the importance of correct weight programming, leading to the caller's understanding and acknowledgment of the issue.